Event description:
It was reported that during an angioplasty treatment procedure on a hemodialysis access graft, deflation difficulties were encountered. The physician inflated and deflated the balloon twice, but was not able to fully deflate the balloon. The balloon was deflated enough to pull it back into the sheath. The balloon and the sheath were removed. The guide remained in the pt. The physician inserted a new sheath and finished the procedure with another balloon. No pt injuries or complications were reported.